Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 1 and 2 locked up. The instrument release kit (irk) was utilized to free two prograsp forceps instruments from grasping tissue. No system errors were generated by the system. The emergency stop button was pressed and the case was converted to open surgery due to concern for potential bleeding. The procedure was completed via open surgery.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.